Manufacturer narrative:
The t:slim g4 pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date on the pump were inaccurate. Reportedly, the customer admitted that due to user error, the time was not updated to reflect daylight savings. The customer's blood glucose level was 487 mg/dl. Tandem technical support assisted the customer with correcting the time and date.